Event description:
It was reported that the castor broke off of the cart at the user facility. The castor being non functional can result in a cart tipping over during transport and injuring a user. No delays, medical interventions, adverse consequences, or patient involvement was reported.

Manufacturer narrative:
Device evaluation: follow-up report submitted to document device evaluation results.

Event description:
It was reported that the castor broke off of the cart at the user facility. The castor being non functional can result in a cart tipping over during transport and injuring a user. No delays, medical interventions, adverse consequences, or patient involvement was reported.